Manufacturer narrative:
(B)(6). Medical product: unknown oss bearing, catalog # unknown lot # unknown, unknown oss tibial tray, catalog # unknown lot # unknown, unknown oss stem, catalog # unknown lot # unknown, unknown oss assembly catalog# unknown, lot # unknown, unknown oss stem, catalog # unknown lot # unknown, unknown palacos bone cement : catalog # unknown lot # unknown. Initial reporter: ben molenaers, nele arnout, johan bellemans ¿complex total knee arthroplasty using resection prosthesis at mid-term follow-up¿ department of orthopaedics and traumatology ¿ the knee (2012) 550-554 (B)(4). The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05586, 0001825034-2017-05588, 0001825034-2017-05589, 0001825034-2017-05590, 0001825034-2017-05591.

Event description:
It was reported in a journal article that one (1) patient was revised due to recurrent infection. X-ray examination revealed loosening on the tibial and femoral side